Event description:
The treating doctor reported the patient requires periodontal surgery. No additional information is available at this time.

Manufacturer narrative:
The current instructions for use (IFU) pn 219609 contains the following: "precautions - at the end of treatment, the bite may require adjustment by the doctor.". Align's clinical review of available records shows initial photos from 2015 show excessive gum recession for u1s ul6 and ll5 and an edge-to-edge anterior bite. It is not possible to determine if the periodontal surgery was aesthetic surgery, a soft tissue graft, or a bone graft to reduce tooth loss. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required periodontal surgery (medical intervention to prevent a permanent impairment), therefore, this event it is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the required periodontal surgery, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Manufacturer narrative:
Correction under brand name and model number, no impact on traceability.